Manufacturer narrative:
Investigation: further information received for this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on the additional investigational information. Additional information provided by the customer indicated that there were (B)(4) occurrences of wbc contamination, however, the wbc counts for all (B)(4) events were below the 5.0x10^6 threshold. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The exact procedure could not be identified based on the information provided by the customer. There were two procedures performed on the reported machine on (B)(6) 2015, so both were analyzed for possible causes toward the reported wbc contamination. Root cause: for both procedures reviewed, the end of run summary information showed there was a flag to verify wbcs in the platelet product due to donor hematocrit too high. The machine generates this message whenever donor hematocrit and hemoglobin levels are entered above a certain threshold because the higher levels may cause more wbcs to enter the leukoreduction system, and therefore the trima conservatively flags the platelet product for counting. The reported high wbc count in the apheresis product of this donation may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The disposable kit is not available for return because it was discarded by the customer.